Event description:
The patient contacted animas on (B)(6 )2013 reporting that the patient was hospitalized for diabetic ketoacidosis and was on insulin drip resolved. The patient's blood glucose (bg) was 416 mg/dl with vomiting times two upon admission. The patient was treated with IV fluids. The patient's current bg was 115 mg/dl and drip was turned off and resumed pump with new site. The reporter stated that the bg went up and bolused and bg did not resolve. This report is being made due to the hyperglycemic event the patient due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal and the last bolus delivery were on (B)(4) 2013. No alarms related to the complaint noted in the alarm history; only typical usage observed. The boluses and basal add up correctly to total the total daily dose. The pump passed a delivery accuracy test. The pump was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.